Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion, edema in the scrotum, urinary retention, and burning sensation when urinating. The aus as explanted. There were no additional patient complications reported.